Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed target lesion was located in the calcified and mildly tortuous left main coronary artery (lmca) to mid left anterior descending (lad). The 8x5.0mm quantum maverick balloon was used after stent placement. As the physician attempted to cross the catheter into the lesion where the stent was implanted, a shaft break occurred. The procedure was successfully completed with a different device. No pt complication or injuries were reported. Pt's status listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records reviewed confirm that no issues or discrepancies occurred that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context as device performance was limited due to anatomical procedural factors. (B)(4).